Event description:
International affiliate reports the top of the vsp screw broke during the final tightening. Another screw was used to complete the case. The difficulty resulted in a fifteen minute delay to the procedure. No adverse consequences to the patient were reported.

Manufacturer narrative:
A follow up report will be filed upon receipt of the device and completion of the investigation.

Manufacturer narrative:
The vsp pedicle screw was discarded by the customer and is not available for evaluation. Review of the device history record cannot be performed as the lot code is unknown. A twelve month review of the complaint trend analysis for the vsp pedicle screw product family found no emerging trends. Without the product sample we are unable to confirm the reported issue or identify the root cause. No corrective action/preventive action (CAPA) is required at this time. In the absence of the product device, lot number or observed trend, this complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by customer.